Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. All channels: pseudomonas aeruginosa (>100 cfu/100ml). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, following microbes were detected from the sample collected from the subject device. Instrument channel: coagulase negative staphylococci (1 cfu/endoscope) suction channel: coagulase negative staphylococci (2 cfu/endoscope) air/water channel: gram positive bacteria (5 bacilles cfu/endoscope), coagulase negative staphylococci (7 cfu/endoscope) the testing result cleared the (B)(6) guideline. (B)(4) checked the subject device and found the following. The distal end insulation was insufficient. The adhesive of the bending section rubber was worn out. The air/water cylinder was scratched. The suction cylinder was scratched. The rubber of the remote switch 1 was pierced. The universal cord was wrinkled. The video connector socket was corroded. The instrument channel was worn out. The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope 3, using peracetic acid. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from the user facility and (B)(4), there was the possibility that this phenomenon was attributed to the following. There was a difference between the reprocessing method performed by the user and the reprocessing method recommended by the instruction manual. Contamination occurred during the microbiological test sampling by the user facility. If additional information is received, this report will be supplemented.